Event description:
In 2005, this patient was implanted with gore excluder aaa endoprosthesis. As reported, at an unknown date a type iii endoleak was observed originating from the left common iliac artery. As reported, the type iii endoleak was attributed to improper device seal length. In 2008, this patient underwent a reintervention in which a collateral leg component pxc141400 was implanted within the left common iliac artery, successfully resolving the endoleak. The patient is reported to be in stable condition. No further information was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted in this patient and possibly involved in this event: pxc161200/lot#03505370 and pxc161000/lot#03608507.